Event description:
It was reported that patient experienced ineffective therapy. Imaging studies showed that the lead had migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: concomitant medical products: scs octrode lead, model: 3186ans, UDI: (B)(4), serial:(B)(4), batch:a000080540. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.